Event description:
It was reported that acu watchdog failure (B)(6) 2022 and (B)(6) 2022 and primary audible alarm (B)(6) 2022 and (B)(6) 2022 was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and acu watchdog and primary audible alarm was recorded in history related to reported problem. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive.